Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, far p-oversensing was observed. Programming changes were suggested. The patient returned to the clinic on (B)(6) 2018 and programming changes were noted to be performed.